Event description:
It was reported that the microassist debakey grasper has a broken jaw. This instrument was used in a lab case; however, there is no info available to confirm if the failure occurred during a clinical use. No pt injury or adverse outcome was reported.